Event description:
It was reported that the lead was capped and replaced due to a variation in pacing lead impedance. No lead anomalies were noted on fluoroscopy. The patient's condition was good post-procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device not returned. (B)(4).